Event description:
As reported, the stent of a 29mm x 10mm palmaz genesis on opta pro stent delivery system (sds) separated from the balloon and was not mounted. The separation occurred as the device was entering the sheath enroute to the lesion. Therefore, the device was not available, and an unknown stent was used to treat the lesion. In addition, it was mentioned that there was difficulty removing the device from its packaging. The stent was not damaged during the removal difficulty and was confirmed to be in the correct location prior to attempted insertion. There were no reported injuries to the patient. This was during a procedure to treat a subclavian lesion which had mild calcification and mild tortuosity. The device was prepped per the instructions for use (IFU) and there were no visible signs of damage to the device or device packaging prior to use. However, the balloon was not partially inflated to maintain stent position prior to insertion. The physician achieved certification on the use of the palmaz genesis. The stent was still within the sheath when it separated and was able to be removed by removing the sheath. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the stent of a 29mm x 10mm palmaz genesis on opta pro stent delivery system (sds) separated from the balloon and was not mounted. The separation occurred as the device was entering the sheath enroute to the lesion. Therefore, the device was not available, and an unknown stent was used to treat the lesion. In addition, it was mentioned that there was difficulty removing the device from its packaging. The stent was not damaged during the removal difficulty and was confirmed to be in the correct location prior to attempted insertion. There were no reported injuries to the patient. This was during a procedure to treat a subclavian lesion which had mild calcification and mild tortuosity. The device was prepped per the instructions for use (IFU) and there were no visible signs of damage to the device or device packaging prior to use. However, the balloon was not partially inflated to maintain stent position prior to insertion. The physician achieved certification on the use of the palmaz genesis. The stent was still within the sheath when it separated and was able to be removed by removing the sheath. Only the stent was returned for analysis. A non-sterile stent was received inside of a clear plastic bag. The stent was removed from the plastic container to be inspected observing the following conditions: the stent is not expanded presenting curved conditions. No other outstanding details were observed. The stent was inspected using a vision system to get an amplified image. No damages were observed. Only a curved condition was noticed. A product history record (phr) review of lot 82234512 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ and ¿packaging/ pouch/box removal difficulty¿ were not confirmed during device analysis. The exact cause cannot be determined. Procedural and/or handling factors may have contributed to the reported event. Additionally, it is difficult to confirm any mounting irregularities as the stent delivery system was not returned with the product; therefore, stent strut impressions cannot be confirmed on the surface of the balloon without the return of the entire product for analysis. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Preparation of stent delivery system: a. Open the outer box and reveal the inner package containing the tray with the stent and delivery system and introducer tube. B. Open the inner package and carefully extract the tray with the stent and delivery system and introducer tube. C. Hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/delivery system from the tray. Remove the introducer tube from the tray and discard the tray. D. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82234512 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 29mm x 10mm palmaz genesis on opta pro stent delivery system (sds) separated from the balloon and was not mounted. The separation occurred as the device was entering the sheath enroute to the lesion. Therefore, the device was not available, and an unknown stent was used to treat the lesion. In addition, it was mentioned that there was difficulty removing the device from its packaging. This was during a procedure to treat a subclavian lesion which had mild calcification and mild tortuosity. The device was prepped per the instructions for use (IFU) and there were no visible signs of damage to the device or device packaging prior to use. However, the balloon was not partially inflated to maintain stent position prior to insertion. The physician achieved certification on the use of the palmaz genesis. The stent was able to be removed from the patient. The device will be returned for evaluation.